Event description:
The consumer reported that her programmer was showing an elective replacement indicator since the day before and she could not get stimulation to turn on. The device was off and not providing therapy. When the patient connected to the implant an end of service message was seen. The patient stated that the traumas/falls possibility related to the issue included that she had been in and out of the hospital since (B)(6) 2015. The indications for use were post lumbar laminectomy syndrome and spinal pain.

Event description:
Additional information received from the consumer reported that they were in the hospital in (B)(6) 2015 because of the ¿numbers being bad for kidneys.¿ it was stated that three days later they had kidney failure, couldn¿t breathe, were aspirated, vomit went to their lungs, there was water around their heart and lungs, had double pneumonia, heart damage, ¿etc.¿ the patient stated they called medtronic because they couldn¿t get their stimulator on, but found out the problem. They called their doctor had an appointment scheduled for (B)(6) 20th. It was stated that their stimulation had been off for a long time now, and their back was really painful. It was reported that they just had to wait for a new battery. The patient missed their stimulation as it helped with their pain so much.

Event description:
Additional information was received from the health care professional (hcp) and manufacturer representative (rep) stating that there was a partial explant on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.